Event description:
It was reported to philips that the system's host computer was intermittently unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not switching on intermittently. The philips engineer rest host pc and ippc connections. After which, the device was returned to use in good working order. The codes were updated based on the investigation outcome.